Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, all the keypad buttons were unresponsive. The keypad cover was removed and the keypad flex was found to be torn. The display screen was dim and discolored. In addition to these issues, the keypad cover was returned torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with damage to the keypad flex and a display issue. This report is made based on results of investigation completed on (B)(6) 2015.